Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 model no - additional information. D4 lot no - additional information. D4 expiration date - additional information. Primary UDI number - additional information. H2: type of follow up - additional information. H4 device mfg date - additional information. H6: additional information.